Manufacturer narrative:
There have been previous reports with this or a similar device where this malfunction caused or contributed to a serious injury or required medical/surgical intervention to preclude such. Therefore, this event meets the criteria for a reportable event per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a 30k fsi-pwr-1000 insert,packed tip broke during use. Reportedly, the tip could not be located and the patient was sent to a&e. There is no follow up on the patient. The outcome is unknown as of this MDR.

Manufacturer narrative:
Return qty. 1, 23010, 30k fsi-pwr-1000-45, (B)(6) bul per manufacturing date. 30k. Test method / (B)(4). Inductance: gauge ID# (B)(4), due: 12/31/2026, result 2.79. Tested on: g130 gage ID# (B)(4), due date: 03/31/2025, set pressure: 35 psi. Other visual observation: insert tip is broken after the edm hole. Insert was tested on a digital thermometer i.d.# (B)(4). Due date: 09/30/2025. The temperature was 81.6 °f, no fault found. The specifications state the temperature is not to exceed 118.4°f. (Per (B)(4)).